Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/25616907. The onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. The lot history record review was not possible since the lot number was not reported. (B)(4).

Event description:
Citation: adel bin jabr, md, et al. Efficacy and durability of the chimney graft technique in urgent and complex thoracic endovascular aortic repair. J vasc surg. 2015 apr;61(4):886-894.e1. Doi: 10.1016/j.jvs.2014.11.078. Epub 2015 jan 20. The following report was received by medtronic (covidien) through review of literature: twenty-nine high-risk patients (20 men) who were unfit for open repair were treated using chimney graft (cg) technique for ruptured or symptomatic aortic lesions engaging the aortic arch itself, the descending aorta , or the thoracoabdominal aorta. There was one primary endoleak I that was attempted to be embolized with onyx. Two weeks postoperatively the patient eventually had to undergo open arch repair.